Manufacturer narrative:
Philips service replaced the defective detector px4700 high speed pack and restored the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a detector failure caused loss of imaging on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.